Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical ctr. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the keyboard keys did not respond to physical input when pressed. A field service engineer (fse) connected with the customer to follow up on the reported keyboard issue. The customer confirmed that the keyboard was functioning properly and requested close the case. The system functioned as intended after the field service engineer investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboard keys were not responded. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.